Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a loose connection between heater line of the homechoice cassette and the heater bag which resulted in a leak that led to this alarm. The leak was further described as ¿heater bag connector is wet¿. Renal therapy services (rts) assisted the patient in removing the cassette and advised to contact their nurse regarding the issue. The patient would complete therapy manually. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home (B)(4). Baxter healthcare - dominican republic (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection between the heater line of the homechoice cassette and the heater bag which resulted in a leak was reported, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction to b5: it was further reported that the patient did not tightened the connections enough prior to therapy, therefore the homechoice cassette is no longer a suspect product. The device malfunction a system error 2240 in isolation does not indicate product malfunction or that patient harm has occurred. The issuance of a se 2240 or se 2267 alarm provides a protective mechanism which is intended to prevent the delivery of air and/or microorganisms into the peritoneal cavity. When the cause of the alarm is an alleged or confirmed product malfunction, there is potential for the user to be exposed to microorganisms. User errors are reported when required by the regulation ¿ i.e., when they are associated with a reported death or serious injury, or a malfunction that could result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.